Event description:
Information received with return of the explanted device notes that post implant measurements revealed >2500 ohms lead impedance and no ventricular capture. During the revision, the physician said that there was a problem with the setscrew. There were no consequences to the patient.